Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600mg/dl but their sensor was giving a sensor glucose value of 100 points off. The customer was assisted with troubleshooting for the high readings. The customer treated with insulin pump. Customer's blood glucose value was 125mg/dl at the time of the call. The customer declined to troubleshoot for high blood glucose readings. The product will not be returned for analysis.